Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿together with the provided clinical information and the CT scan the following can be confirmed. There is radiolucence and some condensation of the talar component. Loosening with subsidence/migration can be confirmed. The provided CT scan fits very well to the assumption of the treating surgeon, that poor patients bone stock is the underlying cause of the talar loosening and migration.¿ based on the investigation the root cause was attributed to a patient related issue. The failure was detected due to radiolucency and patient¿s poor bone stock which resulted in the loosening and migration of the talar component. Hence, loosening with subsidence/migration can be confirmed. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component due to subsidence cause by the poor bone quality.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component due to subsidence cause by the poor bone quality.